Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.

Event description:
The customer reported the system displayed a precharge error and would not complete boot up. No pt injury was reported.